Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated procedure, the implantable cardioverter defibrillator exhibited radio frequency (rf) telemetry drop outs when plasma blade was being used. Electrograms were lost at some point even after done using plasma blade. Rf wand showed a full signal; however, the programmer indicated that the device could not be interrogated. The device could be interrogate using the wand telemetry only. The physician decided to not change the device since the pocket was closed and the device was able to communicate with the wand. The patient was stable after the procedure.